Manufacturer narrative:
Additional information was received on 9/16/2019. After bilateral explantation, the left sided device was found to be intact while the right sided device remained deflated. The investigation of the returned device was completed by the failure analysis lab on 10/1/2019. Device evaluation summary: there are neither deficiencies alleged nor patient injuries or a failure at the device. During evaluation of the sample it was observed to be intact. No anomalies were observed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast reconstruction revision surgery with two 450cc mentor siltex contour profile high saline breast implants experienced bilateral deflation post procedure. The bilateral deflation was diagnosed by a physician. As a result, patient had an explantation on (B)(6) 2019. This medwatch form is for the left breast prosthesis. See 1645337-2019-18458 for contralateral prosthesis report.